Event description:
It was reported the patient was no longer receiving stimulation due to losing communication between her scs ipg, charging system and patient programmer. Follow-up identified the patient's scs ipg was replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.